Manufacturer narrative:
Company rep evaluated the unit and replaced integrated module rack. The unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the dpm 7 monitor, which may have affected monitoring. No pt injury was reported.